Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. The reporter alleged that the pump had a short battery life issue with multiple batteries. Additionally, the reporter noted that the battery compartment was cracked and there was moisture/corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: a review of the black box indicated an unusual voltage fluctuation on (B)(6) 2016 at 21:57 resulting in a ¿replace battery¿ alarm. Visual inspection revealed that the battery compartment was cracked in two places and there was corrosion inside the battery compartment. Leak testing revealed a battery compartment leak. The returned battery cap was undamaged and was able to carefully attach to the pump. The pump powered on normally and did not draw excessive current. The pump successfully completed rewind, load, and prime steps with no alarms occurring. The pump casing was removed and no further moisture was found. The complaint of short battery life could not be duplicated on investigation.